Manufacturer narrative:
Product not yet returned for eval. (B)(4).

Event description:
Consumer complaint of high blood results. Ran back to back blood test, 421, 449 mg/dl. Memory results were 421 mg/dl, (B)(6) at 1:31 p (ate about an hr ago); 304 mg/dl, (B)(6) at 9:02 a (fasting); 441 mg/dl, (B)(6) at 11:43 p; 248 mg/dl, (B)(6) at 1:11 p; 164 mg/dl, (B)(6) at 7:49 a (fasting). Caller usually tests fasting and results run about 130-135 mg/dl. No adverse event reported.